Event description:
It was reported that during a procedure involving the solitaire x 4-40 stent, the stent was damaged. Specifically, the stent body wire was broken and could not be recaptured in the guiding catheter. Resistance was encountered during the procedure. The device and any accessory devices were prepared as indicated in the instructions for use. The product was replaced by another medtronic product. No patient complications have been reported as a result of this event. Additional information received that the catheter was a phenom 21. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.